Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). From the data provided, a reportable malfunction was provided for potassium and chloride. The initial potassium result was 5.6 mmol/l. The potassium result from another analyzer was 5.1 mmol/l. The initial chloride result was 87 mmol/l. The chloride result from another analyzer was 100 mmol/l. No erroneous results were reported outside of the laboratory. The results from the other analyzer were deemed to be correct. There was no adverse event. The potassium electrode lot was v03_2018 and the chloride electrode lot was e37. The expiration date information was not provided. Qc prior to the event was acceptable. Calibrations were successful before and after the event. The field engineering specialist determined that the root cause was due to a failing degasser. He replaced the degasser. He verified the reagent volumes and dispense volumes. He ran calibration and qc testing with acceptable results. There have been no further issues following the service visit.